Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported that she was bike riding exercise and had a hypoglycemic event; the customer was unconscious and the paramedics were called. The customer mentioned having ongoing issues with the sensors. The customer stated that after changing the infusion set, her blood glucose continued to rise, she changed the infusion set again and the site was bleeding as well the cannula was smashed. The customer had inserted the site near the center of the abdomen, and it would be within three inches of the sensor as instructed. No further information was provided.